Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that system was explanted due to infection. Patient condition was good.